Event description:
Initial result for a pt calcium was 11.1 mg/dl. When repeated, the result was >20. The sample was re-spun and repeated and the result was 8.2. The incorrect result was not used to guide pt therapy. The account states they feel this is a sample specific issue and they think the analyzer and reagent are performing properly.